Event description:
It was reported that log files were submitted for evaluation which captured brief speed reduction events on 03dec2025 at 6:23 down to a low of 8140rpm while the pump experienced a power spike up to 10.5 v. These issues only appeared to be occurring while the device was connected to the power module power. This type of behavior had been linked to potential issues with the percutaneous lead, so it was recommended to keep the device connected to battery power or an ungrounded patient cable and power module until further investigation was completed. X-rays were requested to help identify possible locations of the compromise. It was additionally communicated that the speed reductions took place at the same time as a fall. The site stated that this event could be directly related to the brief speed reduction observed in the log file rather than an issue with the driveline. The healthcare provider stated that the patient was admitted for the fall and was to be kept on a grounded patient cable during their stay to monitor for symptoms of driveline damage as a precaution. They also noted that the patient reported no symptoms due to speed reduction event. The recorded data indicates that the phase conductors within the driveline are intact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported speed reduction and elevation in pump power. Based on previous complaint experience, the log file findings appeared consistent with a foreign material, such as thrombus, being ingested into the pump and passing through the device; however, a specific cause for the log file findings could not be conclusively determined though this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient fall could not be conclusively established through this evaluation. The submitted log files contained events and data from 02nov2025 through 15dec2025, per the timestamps. On (B)(6) 2025, an unsustained elevation in pump power was captured. Decreased pulsatility index (pi) values and a brief speed reduction below the low-speed limit were captured during this timeframe. Following this timeframe, pump power and pi values appeared to return to baseline levels and no additional low speed events were captured for the remainder of the files. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. This section also addresses pump parameters, including pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.